Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for 'pacemaker dysfunction'. Information received also indicated that there was a possible lead fracture of a competitor's lead.